Manufacturer narrative:
Block b3: the exact date of the event is unknown in august. The provided event date, (B)(6), 2023, was chosen as the best estimate based on the description. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e172001 captures the reportable event of abscess.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted in a spaceoar vue placement procedure in (B)(6) 2023. Fiducial markers were placed transperineally prior to injection. The procedure was performed with local anesthesia. Augmentin was administrated prophylactically prior to the spaceoar procedure. The procedure was noted as uncomplicated. The patient started external beam radiation treatment. The patient was admitted to hospital where imaging was performed noting, a pelvic abscess around the hydrogel implant. The patient was started on antibiotics due to the symptoms. On (B)(6) 2023, a drain was placed for the abscess. The patient was reported as reasonably well, the radiation treatment was pause due to the event. At the time of this reported the patient is being monitored in hospital. Therefore, the patient has not been discharged from the hospital.